Event description:
The reporter contacted lfs on (B) (6) 2010, alleging inaccurate low readings on the facilities surestep enhanced meter and that segments were also missing on the meter. The reporter mentioned that the issue with the meter was first noticed on (B) (6) 2010. A medical surveillance specialist (mss) attempted to contact the reporter; however, was unsuccessful in getting a hold of her and another poc (point of care) rep, stated they were busy and as unwilling to answer any further clinical info. She mentioned the issue was reported to lfs and was unwilling to further troubleshoot. The reporter mentioned that the surestep meter was misread for several pts and she does not know which pts were affected or which ones had to receive medical treatment and whether or not anyone of them exhibited any symptoms due to the alleged issue with the meter. While troubleshooting, the customer care advocate (cca) noted that the meter was set to the incorrect unit of measurement. Cca assisted the reporter in setting the meter back to the correct unit of measurement and ran quality control on the meter. The reporter mentioned that on (B) (6) 2010 at around midday, the lfs meter read 4.8 mmol/l and the reporter assumed that the meter had read 48 mg/dl for one of the pt's. The reporter was unable/unwilling to verify whether the pt exhibited symptoms. This pt was then tested on another surestep meter on the hosp unit and the reading was 99 mg/dl. It is unk whether this particular pt was treated. Product was replaced. No further clinical info was provided. It would have been helpful to know how many pts readings were misinterpreted with the meter, how many of them exhibited symptoms, how many received treatment and what readings were on the meter at the time of the event. It would have also been helpful to know why they waited to contact lfs and why they did not contact when they first noticed the alleged reported issue. The complaint is being reported since the reporter alleged that due to the meter being set to the incorrect uom, several pts had to receive medical attention. She also alleged that segments had been missing on the meter, which could have resulted in misinterpretation of the readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.